Event description:
Reporting status: malfunction. Reporting rationale: mislabeling has the potential to contribute to serious injury. Device issue: mislabeled device. It was reported that the product was mislabeled. The chipboard box stated 2.5x15mm mini vision and the inner product was labeled 2.5 x 18mm mini vision. The product was not used in the procedure. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4): results - product performance engineering was unable to determine a conclusive root cause for the mislabeling. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned in the unopened tyvek pouch, and the chipboard box was returned opened. The label description on the chipboard box was 2.5 x 15 mm, part number: 1007823-15 and lot number: 9061041. The label description on the tyvek pouch was 2.5 x 18 mm, part number: 1007823-18 and lot number: 9051542. The chipboard box label description did not match that of the tyvek pouch label description. The size description of the hub was 2.5 x 18 mm and lot number: 9051542. The sds matched the unopened tyvek pouch. The size diameter of the compliance chart was 2.5 mm. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned device and packaging is consistent with the reported information that the product was not used. The returned chipboard label and the tyvek label information did not match, confirming the reported complaint. Mislabeled packaging can occur during manufacturing, at the distributor, and/or while at the account. A review of the lot history record for both lots found no non-conforming material reports issued for these lots that were related to the reported issue and all lot release testing met specifications. There was no in-house rework associated with either part and lot number combination involved in this incident. There is no indication of a product quality issue. There is no evidence to show that a device mix up occurred as a result of the abbott vascular manufacturing, distribution, or affiliate. A conclusive cause cannot be determined for when the mix up occurred; however, it is possible that the mix up occurred at the account. A possible scenario is that multiple devices were selected for use during a procedure and removed from their boxes. When it was determined that certain devices would not be needed to complete the procedure, the sealed pouches were placed back in their boxes and may have been inadvertently mixed up. Although there is no indication of a product quality deficiency, a conclusive cause cannot be determined. To help ensure this type of issue is not the result of the manufacturing process, all packaged devices are subject to visual inspections during the manufacturing process, including an inspection at the point the tyvek pouch is inserted into the chipboard box. This MDR is considered closed by the product performance group.